Event description:
The pharmacist removed a sealed bag of baxa exacta-med 10ml oral, amber syringes from a box containing 500 such syringes. Prior to opening the bag, the pharmacist noticed a parenteral needle, in its plastic, protective covering, among the oral syringes. The manufacturer was contacted and the reporting process began. Baxter sent a ups label via-email for return of the device. On this communication, the needle was identified as a "19003 twofer needle." The sealed bag of oral syringes, with the needle inside, was returned to baxter on (B)(4) 2012.